Event description:
Procedure type: iguenal hernia repair according to the reporter: during procedure, the balloon ruptured after pumping three times. New device was opened to complete procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).